Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that six months prior this pacemaker displayed longevity remaining of 1.5 years. Currently the device predicts the estimated longevity remaining at less than six months. It was reported that the right ventricular (rv) lead threshold measurements had increased. During a lead revision for high threshold measurements, this device was explanted and a new pacemaker was successfully implanted. No adverse patient effects were reported.